Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath / difficulty breathing. The patient did not state whether medical intervention was required. A pms clinical expert review made a determination based on information available at the time of this review, that the allegations constitute a serious injury. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath / difficulty breathing. The patient did not state whether medical intervention was required. A pms clinical expert review made a determination based on information available at the time of the initial review, that the allegations constitute a serious injury. A pms clinical expert re-evaluated the complaint and made a determination based on information available at the time of the initial review, that the allegations do not constitute a serious injury and there is no causal relationship between the device and the harm reported.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges difficulty breathing / shortness of breath. The patient also stated that the device is no longer reading. There was no allegation of serious or permanent harm or injury. The patient did not state whether medical intervention was required. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.